Manufacturer narrative:
Date of procedure and implant estimated the UDI# is unknown because the part and lot numbers were not provided. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The devices were not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review, and no device/lot information was provided. Based on the available information, a cause for the reported mitral stenosis could not be determined. Additionally, mitral stenosis is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attached article titled: usefulness of computed tomography to predict mitral stenosis after transcatheter mitral valve edge-to-edge repair.

Event description:
It was reported through a research article identifying mitraclip that may be related to mitral stenosis. Specific patient information is documented as unknown. Details are listed in the attached article: usefulness of computed tomography to predict mitral stenosis after transcatheter mitral valve edge-to-edge repair. No additional information was provided.